Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had no image. There was no patient involvement.